Event description:
The user facility reported to terumo cardiovascular systems corp that during vein harvesting procedure and smoke was observed. When the device was removed from the pt, the smoking was observed towards the middle of the unit. No known impact or consequence to the pt. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitted a follow-up report when the investigation is complete and more info becomes available. (B)(4). Eval in progress.